Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned for investigation. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment/death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. Prior to passing, the patient received five inappropriate treatment shocks from the lifevest. It was reported that the patient was unconscious and at a skilled nursing facility at the time of the treatment event. A nurse was reportedly present for the treatment event. Resuscitation efforts were performed. The lifevest detected an arrhythmia at 09:16:42 on (B)(6) 2018. The rhythm was CPR artifact. The lifevest released gel and the first treatment shock was delivered at 09:17:54 while the rhythm was CPR artifact. The post shock rhythm remained CPR artifact. Three additional treatments were delivered where the rhythm at the time of the treatment was CPR artifact and the post-shock rhythm was asystole with CPR artifact. The last treatment was delivered at 09:20:59 while the patient was in asystole which remained the same post-shock. CPR artifact contributed to the false detection. Following the treatment, the lifevest detected asystole with CPR artifact several times. The response buttons were pressed at 09:22:58 and the electrode belt was disconnected at 09:23:04. It is unknown who pressed the response buttons. The patient remained in asystole after the last shock was delivered. There is no indication that the lifevest inappropriate treatment caused or contributed to the patient's death. No deficiencies were alleged against the lifevest.